Manufacturer narrative:
Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-05370. It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2019. The left ventricular lead was also capped on (B)(6) 2019 due to unspecified issue.

Manufacturer narrative:
The reported event of oversensing was not confirmed. The portion of the lead that was returned was otherwise normal. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.